Event description:
Complainant alleged that during patient use, when the autopulse® platform was deployed, it displayed a "check patient alignment" message while the device was attempting to size down on the patient and initiate compressions. Medics discontinued use of the autopulse® and reverted to manual CPR (exact length of time not provided) for the remainder of the call. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Initial functional testing indicated that the processor board was found to be at fault. Additional testing was performed and it was found that the drivetrain was actually at fault. The drivetrain was replaced to remedy the complaint. Based on further investigation, the part identified for replacement was the drivetrain. In summary the reported complaint was confirmed, however it was determined that the drivetrain was at fault, not the processor board.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no damages. A review of the archive was performed and the reported complaint that the platform displayed a "check patient alignment" message was confirmed. The archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. The archive however, does show that multiple user advisory (ua) 2 (compression tracking error) messages occurred on (B)(6) 2014, rather than on the reported event date. The ua2 occurs if the patient is misaligned on the platform or the lifeband is opened. Furthermore, user advisories 17 (max motor on time exceeded during active operation) and 45 (not at "home" position after power-on/restart) were also observed on (B)(6) 2014. However, these user advisories are not related to the reported complaint. In assessing for battery management issues, the archive data shows "warning 1 - low battery warning" error messages to have occurred on (B)(6) 2014 with nimh battery s/n (B)(4) (date code: 11-2007). It was also observed that this battery was not properly maintained. The autopulse system labeling requires the user to "test cycle" each battery monthly. The number of test cycles obtained for this battery was "15" cycles. If proper battery management had been followed, the expected number of test cycles would be "42 (±1)". Not following the recommended battery maintenance may result in faster aging. Functional testing was performed and the reported complaint that the platform displayed a "check patient alignment" message was confirmed. The processor board was found to be at fault. Based on the initial investigation, the part identified for replacement is the processor board. In summary, the reported complaint that the platform displayed a "check patient alignment" message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. The observed ua17 and ua45 faults in the archive data are unrelated to the reported complaint. The root cause for these faults could not be determined. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position.